Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. As the result, the patient will undergo surgical intervention to address the issue.